Manufacturer narrative:
The device was not returned to resmed for evaluation. A resmed product support specialist has made multiple attempts to contact with the customer and issue a return of the device for further evaluation, however, no contact has been made. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a system fault (sf 137) error message and went through a power cycle. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to the resmed design facility for an extensive engineering investigation. The reported system fault (sf 137) was confirmed through a review of the device data logs. In-house testing could not reproduce the fault. The investigation determined that the reported fault was most likely caused by a software issue involving a delay in the communication between components within the device. Resmed risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported for this incident resmed reference #: (B)(4).